Event description:
The user facility reports 6 -10 incidents of air, microbubbles, or foam in the blood tubing during hemodialysis. Source of the air is not known. One incident resulted in discarding the blood in the extracorporeal circuit due to clotting. No details on the incident, lot number, or the pt are available. In all other cases staff was able to recirculate air out of the system and then reconnect the same bloodline to resume treatment. Continued use of the same bloodline indicates that there are no defects or leaks on the bloodline itself. Medisystems clinical staff reviewed set up and priming procedures, chamber levels, and tightening of all connections. No additional problems have been reported by the facility.